Manufacturer narrative:
Submit date: (B)(4) 2011. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
On (B)(6), 2011, covidien was informed of a customer who had an issue with a venous closure machine. The attorney alleges that on or about (B)(6), 2008, the pt was admitted to the hospital to undergo a venous closure procedure for treatment on varicose veins. The pt was prepared to undergo the venous closure procedure at which time the venous closure machine malfunctioned. After unsuccessful attempts at repair of the venous closure machine, the venous closure procedure required conversion to stripping and ligation surgery. The pt sustained extensive internal and external injuries of the head, body and limbs including but not limited to stripping and ligation of veins, pulmonary thromboembolism, phlebitis, episodes of atrial; fibrillation and syncope requiring surgery with implantation of a pacemaker. Shortness of breath. Severe leg pain, and a severe and permanent shock to his nervous system.